Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) adverse event/product problem (b1), in section b - adverse event or product problem and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
Subject ID: (B)(6) / study ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pulmonary edema. After the patient was extubated, they experienced acute hypoxic respiratory failure and were re-intubated. They were then extubated again and given diuretics for moderate pulmonary edema. The patient was not hospitalized and repeated chest x-rays have shown an improvement in the pulmonary edema. It is suspected a lingering dose of muscle relaxants may have been the cause, but the procedure could not be ruled out as a contributing factor. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that hospitalization was required, therefore, the patient was admitted on (B)(6) 2024 and discharge on (B)(6) 2024.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Subject ID: (B)(6) / study ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pulmonary edema. After the patient was extubated, they experienced acute hypoxic respiratory failure and were re-intubated. They were then extubated again and given diuretics for moderate pulmonary edema. The patient was not hospitalized and repeated chest x-rays have shown an improvement in the pulmonary edema. It is suspected a lingering dose of muscle relaxants may have been the cause, but the procedure could not be ruled out as a contributing factor. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.